Manufacturer narrative:
(B)(4). Maude report number is mw5101937. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: "could you please specify how the staples misfired: first use already did not work. Did the device deliver any staples? Only halfway if yes, were the staples formed properly? Did not inspect but some tissue left on stapler if yes, was the staple line complete? Not sure. Did the device cut? Not completely. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Surgeon had to manually cut tissue on both sides of stapler. If yes, did the jaws eventually open? No, even trying to use manual override. Could you please clarify if there were any patient consequences? Surgery took longer because he had to manually oversew tissue. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Not sure. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient was brought to operating for video assisted thoracoscopy (vats). Converted to posterolateral thoracotomy due to adhesions. Ethicon stapler was used. The stapler misfired. Tried to use the stapler in the manual mode with vendors help, still did not work. There was no adverse event.